Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 26 mmol/l (360 mg/dl) while wearing the pod for longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin via insulin pens was given and a new pod was applied.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm is a safety feature of the device and not a failure of the device. During inspection, the formed needle tip was observed to be inadequate. The cause and timing of the damaged formed needle could not be determined.